Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and their insulin pump had received a power error detected alarm. The customer¿s blood glucose was 6.8 mmol/l. The customer states the pump was alarming almost every night and they have had to give her insulin by pen as she has had high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Insulin pump trace download analysis confirmed the insulin pump alarm power error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, faded serial number label, and minor scratched lcd window.